Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿ k011245 / k002188.

Event description:
It was reported that the implant neck was fractured. The implant was subsequently removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported implant was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information using the item #/ item # and lot # (DHR/IFU/rmf). Patient pre-existing condition of smoking was listed on the product experience report (per). The reported devices were located on tooth # 16 and was used for approximately 3 years. Pictures or x-ray images were not provided. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fractured at the neck. The product was not returned and the reported complaint could not be verified due to the nature of the event and lack of definitive evidence. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI g4: date received by manufacturer h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date h6: evaluation codes

Event description:
No further event information is available at the time of this report.